Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the reported event, no electrical anomalies were found. It was noted that the keyboard pad was cosmetically damaged (stained).

Event description:
It was reported that while performing a preventative maintenance, the epg (external pulse generator) does not provide voltage on the ventricular port between specific values; 19.25mv and 24.5mv. The epg was returned for repair. There was no patient involvement.